Event description:
The customer reported that alarms did not sound for a telemetry unit.

Manufacturer narrative:
The customer reported that alarms did not sound for this telemetry unit. The preliminary investigation shows that red alarms occurred for a patient over a period of time that were acknowledged (silenced) by the staff. Philips cannot eliminate the possibility that a delay in treatment of a patient occurred, that was a factor in the patient's death. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.